Manufacturer narrative:
B4:(B)(6) 2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The battery lot number for the v60 device was m61501p1, with a manufacture date of 27oct2015. The rse advised the caller to replace the battery every 5 years, per the service manual. A philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. The battery lot number for the v60 device was m61501p1, with a manufacture date of 27oct2015. No parts were replaced. The device passed all performance verification tests and was placed back into use with the customer. Despite the fact that the battery exceeded its 5 year life expectancy, the device passed the internal battery test. This reporter stated that a female obese patient of unknown age, height, and weight, with a body mass index (bmi) of 37, was admitted to a hospital on an unknown date with an admitting diagnosis of coronavirus (covid 19) and respiratory distress. Relevant medical history included asthma; diagnosis date not reported. No relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed bi-level positive airway pressure (bipap) therapy with 100% fraction of inspired oxygen (fio2) via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on an unknown date, the patient and her physician changed the plan of care to palliative care; comfort measures only with do not resuscitate (dnr) and do not intubate orders. While admitted on (B)(6) 2021, the patient was receiving therapy via the v60 device in their room, the patient was then transported from their room to a destination with details not reported, the ventilator ran on dc battery power, hospital staff did not plug the ventilator into ac power mains when the patient was transported back to their room, the device continued to operate on dc battery power, the device did not generate an alarm, and hospital staff went into the patient¿s room at a time not reported and found the ventilator shutdown and the patient experienced an outcome of death. No relevant laboratory data was reported. No medical intervention occurred. An autopsy was performed and the cause of death was not reported. Review of the provided diagnostic report (drpt) from (B)(6) 2021, shows that the device was in bi-level positive airway pressure (bipap) mode, 100% fraction of inspired oxygen (fio2), and a rise time of three. At 12:47.24 pm on 10jun2021, a running on internal battery (1212) alarm was generated. At 07:40.19 pm, a low internal battery (1204) alarm was generated. At 09:00.45 pm, a power has been restored (1218) alarm was generated. The device operated on battery power for six hours and 53 minutes, prior to generating the low internal battery message. The diagnostic report did not show any ac power restored (2005) messages generated. Review of the drpt also showed that no alarms or messages were generated between the hours of 12:55 pm and 07:40 pm on (B)(6) 2021. The optional internal backup battery protects the ventilator from low, or failure of, ac (mains) power. If ac power fails, the ventilator automatically switches to operation on backup battery with no interruption in ventilation. The battery powers the ventilator until ac power is again adequate or until the battery is depleted. The battery powers the ventilator typically for 6 hours. The low internal battery alarm indicates the battery can provide operating power for only an additional 15 minutes under normal conditions. The backup battery should be replaced every five years, based on the date of manufacture recorded on the battery label (respironics v60/v60 plus ventilator, service manual, publication number 1049766, revision k, 2019, pages 9-7 and 10-4). There was no malfunction of the device. The device was behaving as intended when it alerted the user to a low battery condition and later shut down when the battery had become depleted. The low internal battery message is an expected device behavior when the battery has approximately 15 minutes of operating power left. The device behavior was due to the battery becoming depleted and the user not plugging the ventilator into ac power mains.

Manufacturer narrative:
Date of report: 25jun2021. (B)(4) -death- (B)(6) 2021.

Event description:
A customer reported to philips that while delivering therapy to a patient, the respironics v60 ventilator was plugged into ac power mains, but operated on dc battery power, shutdown, and the patient experienced an outcome of death. The customer reported that the unit was in use on a patient at the time of the reported device behavior and patient outcome.